Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that deep breathing test was performed and replicated noise. The event was resolved after the programming changes. The patient will be followed normally.

Event description:
It was reported that the asymptomatic patient presented at the clinic with non-sustained rv oversensing episodes. Review of egm showed myopotential oversensing. Oversensing was not reproducible. Programming changes were made.